Event description:
A small dot of rubbery material, the size of a pin head, was found inside the channel of a 14 fr dilator. It was noticed when flushing the dilator prior to the procedure. The object was retained and will be reported to the bard rep. The doctor is concerned that the particle could be a potential embolic risk if it is injected into a patient.